Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level. Customer¿s blood glucose (bg) level was "low"; although specific value was not provided. Customer didn't take any action to address bg. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose had risen to 109 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
Malfunction was verified. Low bg issues the failure investigation has been completed. Based on the analysis, the alleged issue was not verified.